Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was triggered for atrial intrinsic amplitude out of range. No evidence of under sensing on stored electrograms (egm) at current sensitivity automatic gain control (agc) 0.25mv. Intermittent farfield r-wave oversensing (ffrwos) was observed on presenting egm. The information was documented and communicated to the patient's following clinic. The system remains in service and no adverse patient effects were reported.